Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high out-of-range rv pace impedance measurements greater than 3,000 ohms. However, the high impedance measurements were not reproducible with isometrics. Additional information received indicated that the cause of the high impedance measurements was not determined at this time. Sensing and thresholds were fine. No noise and no inappropriate shocks noted. In addition, the patient was not pacer dependent. This ICD and rv lead remain in service and will continue to be monitored remotely. No adverse patient effects were reported.